Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a lap adjustable gastric band, a leak was detected in the band on x-ray. The band was a explanted and new band was implanted. There was no patient consequence.